Event description:
The ge oec 9900 fluoroscopy system had issues with mechanical c-arm positioning.

Manufacturer narrative:
A ge oec service rep investigated the issue and found that the clutch in the motorized c-arm drive had a defective clutch. The motor drive was disassembled and the clutch was replaced. The system was tested and found to be operating as intended. The system was released to the customer for use. There was no pt info available from the facility with respect to this issue. No injury resulted or was reported.